Manufacturer narrative:
(B)(6). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during a bone block surgery, while using the burr when resecting the bone from the glenoid neck, after 2 minutes of use the burr stalled. The procedure was completed with a back up device with no significant delay or patient injury reported. Preliminary results of investigation have concluded that the burr overheated and melted which made this a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one single dyonics 4.0mm elite acromionizer burr used for treatment, was returned for evaluation. Instructions for use confirms precautionary statements and recommendations for proper use of product. Visual evaluation confirmed that the burr had melted components. Overheating, melted material condition is aligned with devices being tested or run without or with inadequate suction and irrigation. The friction was due to inadequate irrigation flow. Please note: irrigation and suction are controlled by the user. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.